Event description:
It was reported that: "anaesthetist used the device set during urology procedure. On manipulation or adjustment of the introducer needle the needle bent. He removed the needle. Opened another pack, which they have been using before and completed the procedure successfully."

Manufacturer narrative:
(B)(4)